Event description:
The consumer reported her first stimulator was donated to her by the manufacturer when she initially did not have any insurance, but they had to replace the stimulator because she was having problems with her left arm. Relevant medical history included rsd/causalgia-complex regional pain syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.